Manufacturer narrative:
The investigation automated impella controller (aic) - shutdown or restart issue has been completed. On 24-jan-2025 while booting up the console, there was failed ossi (optical) process triggering a partial reset of the software (sw) watchdog. The console rebooted but again had failed ossi triggering another partial reset. Again the ossi process triggered the sw watchdog but since this was the third watchdog trigger, a full reset was initiated (by design). The console then booted up as expected and triggered an unexpected controller shutdown alarm descriptive of the previous watchdog reboots. The console was returned for investigation and was power cycled twenty times. The first failed boot up during testing was from a qnx process failure that leads to all processes failing and the console automatically rebooting. The second failure was a variety of different communications failing triggering a reboot. The 4-in-1 was replaced with a known good and the console was able to power cycle 20 times as expected. The console was unexpectedly rebooting due to a defective 4-in-1. D.9 date device returned /information was added. D.5 revised operator of device as it was inadvertently omitted from the initial manufacturer device report number 1220648-2025-26110. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-26110 as it is unknown if the initial reporter also sent the report to the food and drug administration.

Manufacturer narrative:
Patient-specific information is unavailable at the time of this MDR writing; therefore, respective fields reflect "unknown" or left blank accordingly. The automated impella controller was not received from the customer at the time of this MDR writing, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported when the automated impella controller (aic) was started, an unexpected shutdown message was displayed. Consequently, the aic was not used. There was no report or indication of patient harm or delay in support.